Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was 463 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.